Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect was confirmed via log file analysis. The reported low speed events and patient condition have been addressed via the pump investigation. The submitted log file was reviewed and contained relevant data from on (B)(6) 2025. The driveline was disconnected on (B)(6) 2025 at 13:50:35, causing the pump to stop. The driveline was reconnected at 14:21:00 and the pump appeared to function as intended for the remainder of the log file. The heartmate ii system controller (serial number: (B)(6) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the cause of the driveline disconnect and if product was returning to abbott; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate ii left ventricular assist system (lvas) IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including driveline disconnect alarms, and the actions to take if the issue does not resolve. Section 2 of the patient handbook, ¿how your heart pump works¿, provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ the patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon log file review, the driveline was disconnected on (B)(6) 2025 at 13:50. This event was previously reported under the lvas, MFR#: 2916596-2025-04465.